Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with peeling address. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, and broken battery tube threads. (B)(4).

Event description:
The customer's nurse reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The nurse stated that the pump is malfunctioning and the keypad has been acting up for about a month now. The customer stated that at times the buttons are hard to press. The customer stated that at times he had received a button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.